Event description:
It was reported that the during the implant attempt of the first implantable cardioverter defibrillator (ICD), the physician had an issue with not being able to screw down the atrial setscrew. The ICD was not used. During the implant attempt of the second ICD, there was oversensing on the right ventricular channel post defibrillation threshold testing (dft) on multiple attempts. The second ICD was not used. A different device was implanted. During the implant attempt of the right ventricular lead, oversensing was noted. The physician removed the lead due to medical judgment. The lead was cut by physician on attempting to regain vein access. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the device was returned, analyzed and no anomalies were found. The set screw was loose/detached. Evaluation summary for: (B)(4) - the device was returned, analyzed and no anomalies were found. Evaluation summary for: (B)(4) - the full lead in segments was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut, the outer tubing overlay was breached/cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. Analyst visual comment indicated that the lead was destructively analyzed to attempt to find any anomalies related to the complaint, the distal coil was removed, pin cap intermittency was checked. Nothing was observed in the lead that could be associated with electrical complaints. Each connector pin has a set of set screw marks that are too proximal on the pin.